Manufacturer narrative:
Upon further review of investigation, bd has determined that this MDR is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the arctic sun device was not warming the patient like it should. The biomed was advised to run functional verification and send data files. It was stated that on (B)(6) 2023, the biomed called back and stated that the device was not heating above 7c while doing a functional check. The flow rate was 1.8, circulation pump commend was 57%, heater was 100%. The biomed drained .5 liters from the right port. It was noted that the device began to heat. It was also noted that the device was overfilled. Per additional information via email from ibc on 08sep2023, it was stated that the technician advised to drain some water from the device. Once the device was drained, the issue was resolved. No additional information was available.

Event description:
It was reported that the arctic sun device was not warming the patient like it should. The biomed was advised to run functional verification and send data files. It was stated that on (B)(6) 2023, the biomed called back and stated that the device was not heating above 7c while doing a functional check. The flow rate was 1.8, circulation pump commend was 57%, heater was 100%. The biomed drained .5 liters from the right port. It was noted that the device began to heat. It was also noted that the device was overfilled.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.